Manufacturer narrative:
Additional information was received on february 13th, 2024, stating that the pump turned on during troubleshooting and the pump battery was responsive. The pump history was reviewed, and it showed that the pump battery was depleting quickly resulting in the pump shutting down. H6: removed 1476.

Manufacturer narrative:
No product was returned for evaluation. Should new relevant information become available, a supplemental report will be submitted. H3 other text : device not returned.

Event description:
It was reported that the pump battery was unresponsive. Additionally, the customer experienced a low blood glucose (bg) of 23-230 mg/dl; cause was unknown. Subsequently, the customer was taken to the hospital where the customer's low bg was regulated by perfusion. The customer was released the next day in stable condition. No additional information was provided.